Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. It is possible a backwall stitch occurred as reported due to the dissection; however, this cannot be confirmed. The reported patient effect of vascular dissection and occlusion are listed in the perclose pro-style instructions for use, as a known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery with left posterior calcification was performed with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures. Reportedly, post procedure imaging showed a dissection in the proximal artery. The imaging also observed no flow in the distal artery. The physician believes the dissection could have been caused by any of the devices that were inserted during the procedure, including one or both prostyle devices. A surgical cutdown was performed to treat the dissection. During the surgery, it was found that one of the sutures caught the dissection flaps, causing the occlusion. It is unknown which of the sutures caught the flap. The sutures were removed and hemostasis was achieved via surgery. A clinically significant delay was reported. There was no adverse patient sequela. No additional information was provided.